Manufacturer narrative:
The customer reported the spike fell out of the bag, and returned one unopened, representative sample of material 10013365, lot 24036128. Upon initial visual examination, the set had no defects or abnormalities. The spike was measured for dimensional abnormalities, but everything was within specification. The complaint could not be verified. Bd takes this issue very seriously and other spikes have been measured for dimensional abnormalities. Bd has found no issue with the spike for this material number, or any other materials. We assure the spikes are within iso specification. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd smartsite bag access device was separated. The following information was received by the initial reporter was separated it was reported by the customer that the spike came out of the bag resulting in a chemotherapy spill.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed